Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead had a kink on the outer tubing and the internal lead wires all broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Corrected data. H6: medical device problem code.